Event description:
User rec'd a low free t4 result for one pt sample, which resulted higher when repeated by a different analyzer. Plasma sample collected on (B) (6) 2009 in a lithium heparin tube. Initial testing gave a result of either 3.6 or 3.9 pmol per l, which does not fit with the clinical picture of the pt. The sample was sent to another laboratory for repeat testing using the centaur analyzer resulting at 6 pmol per l - exact date of testing not provided. If add'l info is rec'd, appropriate notification will be provided.